Manufacturer narrative:
H10: through follow-up communication livanova learned the device serial number which was used during the surgery. The s5 double head pump needed to be replaced to fix the reported issue and consequently it has been ordered. No livanova field service activity has been scheduled as the technical department of the hospital is trained for the replacement. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2006. Based on the information available, it cannot be excluded that the root cause could be traced back to a blocked rotor, most likely due to defective bearings. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 double head pump did not turn during setup. Then, the customer tried to clean it using alcohol and it started turning, putting it back on service. The customer ended up using it during a procedure and it stopped. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.